Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damaged. The device was able to power on using known good batteries. When powered on one of the led digits did not illuminate. The device was able to obtain readings and was restarted multiple times and no error messages were observed on the screen. Internal inspection showed the failed led segment on the system circuit board had 1.6v across its nodes versus 1.8v across the known good nodes. The customer complaint was duplicated, one of the led digits did not light upon start up due a failed led segment. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues related to this reported event.

Event description:
The customer reported the bottom display has a segment that is not lighting. No patient impact or consequences were reported.